Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53) and no communication pump to transmitter. No harm requiring medical intervention was reported. Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind. Advised the customer to do a self-test on the pump and it got passed. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen with no known reason as to why it was deleted. The customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The unit was able to pass the following tests: displacement test and self-test. Unit successfully connected with transmitter and no anomaly were noted during testing. Successfully downloaded history files and traces using thump. No pump error 53 occurred during testing. Pump error 53 was present in history download on event date of 01/08/2024 20:43--21:18 (file#709 line#1216). Pump error 15 was present in history download on 01/08/2024 12:59 (file#38 line#442). P-cap was tested and locked into place properly. Pump was cut to perform visual inspection and found evidence of moisture damage on the following: pcba 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, stained serial label. Pump error 53 was confirmed due to software anomaly. No communication pump to transmitter is not confirmed. Pump error 15 is confirmed due to being found in history files and due to software anomaly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.